Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis patient who passed away. It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available.